Manufacturer narrative:
After battery installation, the go back button did not work. After taking out the boards out and inserting them into a known good case, the boards unexpectedly drew a high amount of current resulting in a blank display. After further review, did not note any evidence of previous moisture presence or corrosion on the electronic boards, assemblies, or the motor itself. The high current problem/blank display were isolated to electrical board. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the blank display.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had buttons were not working and also had insulin pump error. The customer stated that the customer was not able to clear it, she took the battery out but the insulin pump still alarmed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.